Event description:
It was reported that the bd nexiva single port 20ga 1.00in (1.1 mm x 25 mm) experienced a needle through the catheter prior to use. The following information was provided by the initial reporter: material no.: 383516 batch no.: 9087932. Per email: employee opened IV catheter and needle was exposed through plastic cannula. Per phone call: customer specified that the needle was through the plastic catheter portion, starting from about 1cm from the hub and completely through after that. The incident was discovered on 29-jun-2019.

Manufacturer narrative:
The following information has been updated: e.4. FDA notified? Yes. E.4. FDA notified: the initial reporter also notified the FDA on (date) via medwatch # (B)(4).

Event description:
It was reported that the bd nexiva single port 20ga 1.00in (1.1 mm x 25 mm) experienced a needle through the catheter prior to use. The following information was provided by the initial reporter: material no.: 383516 batch no.: 9087932. Per email: employee opened IV catheter and needle was exposed through plastic cannula. Per phone call: customer specified that the needle was through the plastic catheter portion, starting from about 1cm from the hub and completely through after that. The incident was discovered on 29-jun-2019.

Manufacturer narrative:
Investigation summary: review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed two qn¿s that could be relevant to the alleged defect for the lot number. Disposition, root cause and corrective action were applied accordingly per quality control plan the unit was received within an open package. No traces of blood were observed on the catheter tubing and on the notch of the cannula. Observed the needle had pierced through the catheter tubing. A definite source that caused the damage observed on the catheter was indeterminate, it is unknown if it happened during manufacturing or during/prior use. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva single port 20ga 1.00in (1.1 mm x 25 mm) experienced a needle through the catheter prior to use. The following information was provided by the initial reporter: material no.: 383516, batch no.: 9087932. Per email: employee opened IV catheter and needle was exposed through plastic cannula. Per phone call: customer specified that the needle was through the plastic catheter portion, starting from about 1cm from the hub and completely through after that. The incident was discovered on (B)(6) 2019.